Event description:
Hte patient has a single channel house (3m) cochlear implant in the left ear and a nucleus 22 in the right ear. The patient has relied on the nucleus 22 since 1988. Currently performance is declining and patient is experiencing dizziness and facial nerve paralysis. They will have the 3m device explanted and will be implanted in the left ear with a nucleus 24 device. They will no longer use the nucleus 22 but it will remain implanted.